Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported the patient had to turn her device on and off many times for x-rays and unrelated shoulder surgery. The patient could not get the programmer to change programs. She was peeing every five minutes and she could only feel stimulation when the programmer was on her device. Patient services intervened and the patient used the programmer and confirmed she was on program 2 and the stimulator was on. She asked to move from program 2 to 3. She moved to program 3 at 1.2v and confirmed she could feel stimulation. Urinary symptoms were reported. There was no further information provided.

Event description:
Additional information from the consumer reported that the vaginal infection was resolved. To resolve the loss of effect and painful stimulation, the patient turned down the stimulation degree and it helped. It had not been painful and it helped a little better with incontinence. Antibiotics were taking to resolve the vaginal infection.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tbpa, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported having a loss or change of therapeutic effect as the device did "not seem" to work as well as at nighttime. The device reportedly helped at first, but the patient had been having "issues" for the last couple of nights. Before the prior week, amplitude had been increased "as high as it would go" which had hurt the patient and caused pain. The patient had a vaginal infection in (B)(6) 2015 and still had it. Oral antibiotics were taken. The patient was advised to stay on the same program for at least a few days and follow up with their healthcare provider (hcp). Cause, troubleshooting, actions, and patient outcome remain unknown. Patient history included two autoimmune disease and low immune level. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.